Event description:
Patient diagnosed as acute renal failure, obstructive uropathy, pneumonia and severe confusion. Patient had been receiving naso-gastric tube feeding but had removed his tube. A new naso-gastric tube (entriflex) was reinserted by the physician, verification of tube placement done by physssician by injecting air into the tube and noting gurgling sounds in stomach, in addition a portable chest x-ray was ordered to check tube placement. However, tube feeding was started by private duty nurse before the chest x-ray was done. The patient expired due to respiratory arrest. Chest x-ray revealed location of ng tube as in the right lung and fluid in lobesdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: inherent risk of procedure. Conclusion: there was no device failure, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.